Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. UDI: (B)(4).

Event description:
The contact from the facility reported that the deltaplush coil (dpl10030420/c29487) would not detach. There was a delay of about 10-20 minutes to the procedure which was deemed significant. The coil was changed to a new one (details unknown) to continue the procedure. At the time of initial contact the product was available for return.

Manufacturer narrative:
The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The unidentified microcatheter was not returned. The detachment fiber is intact, undamaged, and did not receive heat. The returned device positioning unit (dpu) passes electrical testing with resistance at 50.9 ohms (range 48.5/56.0) ((B)(4)) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained on and that resistance passed at 51.0 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The complaint of the coil unable to be detached is not confirmed. The dpu passed pre-detachment electrical testing. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing and the detachment fiber received heat and melted as designed. It was not reported if a pre-deployment electrical test was performed prior to patient use. If the pre-deployment electrical test was not performed prior to use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and without the identification or return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage found: concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, unreported damage of the coil protruding outside the sheath was found. Located 40.0 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath for 2.0 centimeters. Unreported damage of the coil having severe buckling and stretching damage was found. Unreported damage of the coils socket ring being pushed distally approximately 90 degrees into the proximal end of the coil was found. Concerning cleanliness only, the inside of the outer sheath covering the resistive heating coil is in pristine condition with no signs of blood, contrast, or other debris such as protein which cannot be cleaned out. The entire unit exhibits a pristine appearance which does indicate or give the impression that it most likely did not enter the patient. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. While the exact circumstances of how and when all the above unreported damage occurred cannot be determined, this damage most likely could have only occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the coil to protrude outside the sheath, produced severe buckling and compression coil damage, pushed the coil¿s socket ring 90 degrees into the proximal end of the coil. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing. The cause of the unreported damage could not be determined however it could not be related to the manufacturing process as the coil is inspected prior to release. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.